Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that about a month ago the patient had an MRI because they had a stroke. The caller was under the impression that MRI mode was activated prior to the MRI. After the MRI, however, the patient started getting up at night having bowel movements. The caller requested a walkthrough on how to turn the therapy on because they thought the ins might still be in MRI mode. The agent educated the caller on how to connect to the ins. Once the caller connected to the patient's ins, the therapy was already turned on. The agent reviewed considerations for therapy optimization. The caller mentioned that the patient spoke polish, so they will call the patient's daughter to translate and will call back if necessary. The home health nurse called back later the same day requesting assistance to adjust settings. The patient was having loose bowel and was weak. The caller was able to increase setting to a comfortable level and will monitor. They were redirected to the patient's healthcare provider if not resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.